Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt had an infection at the lead site. Cultures were taken which were positive for (B)(6). The day after the infection was noted, the physician explanted the scs system. The pt was placed on oral antibiotics. It was reported the infection had resolved and the pt was well.